Event description:
It was reported that chest pain and tachycardia occurred. A left atrial appendage (laa) closure procedure was completed using a watchman flx laa closure device with delivery system (wds). Four days post procedure the patient was hospitalized for chest pain and tachycardia. No further patient information available.